Event description:
It was reported the right side of screen will not calibrate. Can not change rate when trying to run thresholds. The device was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) difficult to change rate when in threshold test due to the stylus and the cursor not being aligned; stylus found out of calibration. Bezel is missing paint.